Event description:
The pt was in surgery for a vertebroplasty of t-7/t-8. After flouroscopic confirmation of trocar placement, bone cement was injected. Immediately following injection, it was noted on x-ray that cement had extravasated into the spinal canal. The pt was immediately prepped for a laminectomy and the cement was removed. Post-operatively, the pt was diagnosed with a neurological deficit of bilateral lower extremeties.